Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch (empty) and 10 closed pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Received 10 closed units and an open and empty novosyn pouch. There is no needle nor thread inside. Checked under the microscope, there are no marks of needle in the cardboard. All closed samples have been opened and all contain a suture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. In view of the information obtained, we consider that the complaint is justified but that this is an isolated and accidental defect. This mistake was probably produced during the automatic packaging step in the manufacturing line. Final conclusion: complaint is not justified. Taking into account that the results of the samples received do not fulfill the OEM specifications. This is an isolated and accidental defect. This error occurred during the automatic packaging step in the manufacturing line. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: malaysia. It was reported that when the sterile pack was opened there was no suture in the cardboard.